Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, non-sustained noise episodes were observed. Lead was capped and replaced on (B)(6) 2015. Patient's condition was stable.